Manufacturer narrative:
The manufacturer was made aware about the reported case by the FDA. A copy of the medwatch form (report number mw5168351) was sent to the manufacturer on 09 april 2025. The initial reporter asked to remain confidential and therefore information in section e1 could not be fully completed. The root cause of the incident is unknown at time of the intitial report. The complaint device will not be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos was done as part of root cause investigation.

Event description:
The problem was described as: "a planned right lower extremity angiogram with intervention was performed via a 7 fr x 45 cm sheath that was placed by dr. (B)(6) in the right dorsalis pedis artery. At the conclusion of the procedure, an attempt was made by dr. (B)(6) to withdraw the sheath. The sheath experienced a fracture which made it impossible to directly remove the device. The entrapped sheath was successfully removed with surgical exposure and direct arterial repair. The patient was admitted overnight for observation and was discharged the following day." Type of procedure: right lower extremity angiogram. Operator of device: health professional. Type of event: malfunction. Device available for evaluation: no.

Manufacturer narrative:
Initial report submitted on 20 february 2025, per MFR#: 3003637635-2025-00010. The complaint devices was not returned. Therefore, testing of the actual device in the reported adverse event is not possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. There is no process related root cause found from DHR review. Root cause is established as undeterminable.

Event description:
The problem was described as: "a planned right lower extremity angiogram with intervention was performed via a 7 fr x 45 cm sheath that was placed by dr. (B)(6) in the right dorsalis pedis artery. At the conclusion of the procedure, an attempt was made by dr. (B)(6) to withdraw the sheath. The sheath experienced a fracture which made it impossible to directly remove the device. The entrapped sheath was successfully removed with surgical exposure and direct arterial repair. The patient was admitted overnight for observation and was discharged the following day." Type of procedure: right lower extremity angiogram, operator of device: health professional, type of event: malfunction, device available for evaluation? No.